Manufacturer narrative:
Device not returned and serial number was not provided.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 570.6500. There was no patient involvement.

Manufacturer narrative:
Technical support (ts) performed troubleshooting over the phone to determine error code 570.6500. Ts recommended to replace etco2 board and return unit for service repair. A serial number was not provided; therefore, a review of the device history record cannot be performed. Over the phone troubleshooting.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 570.6500. There was no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 570.6500. There was no patient involvement.